Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shut down at night and buttons all just stopped working. The customer had issue with insulin delivery. The customer stated that the buttons were intermittently working. The time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected battery power loss anomalies noted.